Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). The health care professional (hcp) wanted to minimize rv pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).